Event description:
Plaintiff reports initial bilateral implantation 5/20/74 with explant 6/25/91. Plaintiff alleges "... Injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."